Event description:
The pt was taken to the hospital e.r. To have his tube unclogged. Medications were being administered through the device. One medication was a time release capsule that was open and "poured" down the device. While in the e.r., a nurse and a physician each took a 60cc syringe filled with water, place the sryinge in the feeding and flush ports of the device, and simultaneously pushed the water in forcefully in an attempt to unclog the device. The pt developed a g.I. Bleed and required a blood transfusion. Note: the event date given above is approximate. One pt involved.